Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was determined that the loss of connection was related to the mobile application. Signal loss up to one hour is within specification; the reported allegation falls within expected performance so a data investigation will not be performed. Confirmation of the complaint was undetermined. A probable cause could not be determined.